Manufacturer narrative:
Additional info will be provided once the investigation is completed.

Event description:
It was reported that during a case, the hook on the unit broke after insertion into the shoulder of a pt. It was further reported that the hook was extracted without difficulty.